Event description:
It was reported that a motor movement error was detected, indicated by malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the customer was advised to continue using the pump while monitoring for any recurrence of the error, understanding to call back if the malfunction occurs again.